Event description:
It was reported that the pt had some contacts "out" and had lost stimulation. An impedance check discovered that only two contacts were within range, #3 and #5. The pt was reprogrammed to recapture coverage. No date for replacement of the lead was scheduled, and the pt wanted to wait as long as possible. Addition info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).